Manufacturer narrative:
Device evaluation: the customer reported that the mark in the cannula is absent was confirmed. The cannula was missing depth line and the product code with the french size on the cannula. A manufacturing defect was confirmed from the evaluation. Corrective action has been initiated due to this event. Trends will continue to be monitored on a monthly basis and if further action is required, appropriate investigation will be performed.

Manufacturer narrative:
Device evaluation anticipated upon product return from the customer.

Event description:
As reported, when the surgeon introduced the aortic canulae into the aorta, he noted that the mark in the canula is absent. During the placement of the aortic cannula, the medical team noticed a wrong positioning of the cannula due to the absence of marks. The cec was immediately stopped. The patient had no injury.